Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the insulin pump was damaged at the screen and was buzzing. The blood glucose reading was 142 mg/dl. The insulin pump had a partial display and the caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a cracked/bleeding lcd glass. Unable to perform the displacement test due to a cracked/bleeding lcd glass. Unable to verify the buzzing noise due to a cracked and bleeding lcd glass. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner and a cracked reservoir tube lip.